Event description:
It was reported that the patient suffered a syncopal episode due to exposure to an electronic article surveillance system at the store. The patient was leaning directly on a gate for a prolonged period of time, in order to get to a toy, and then suffered a syncopal event. He did not sustain a physical injury.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.